Manufacturer narrative:
(B)(4). Batch # p56g06. Device evaluation: the analysis results that one psee45a device was returned with no visual non-conformances and with a gst45g cartridge reload present. The cartridge was received fully fired with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, upon using 1st reload, the reload was removed from the device. Scrub nurse could not insert a new reload. Nothing evident was blocking at the proximal part of the jaw. Product use was part of an evaluation, surgeon continued with procedure with usual device. Scrub nurse did not do anything other than push the reload out as trained. Upon my inspection it was apparent that the metal part of the reload had remained in the device preventing insertion of a new one. There were no patient consequences reported.